Event description:
The device was returned for when customer attempted to fill a cassette not intended for chemical use with liquid, but it was incompatible and did not fit. During physical inspection, it was found that a membrane of solvent was observed to be present within the fluid path. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One (1) opened/unused device was received for evaluation. No damage or anomalies were observed during the initial assessment. A visual inspection was performed, and the reported issue could be duplicated. A functional test was conducted, an occlusion was observed during the filling process, and no fluid was delivered. The probable cause was excess solvent application at the luer-tubing junction. This indicated a reportable malfunction due to occlusion and excess solvent application at the luer-tubing junction. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.